Event description:
This lead was capped due to fracture. There were no adverse events reported for the pt. Should additional info be received, this file will be updated.

Manufacturer narrative:
This lead was explanted on (B)(6) 2019 to make room for new leads.

Manufacturer narrative:
This lead was explanted on (B)(6) 2019 to make room for new leads. This report is a follow-up 02.